Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient forgot to remove the needle guard after insertion on (B)(6) 2025. The insertion site was bumpy at the time of the event. No further information available.